Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a low battery alert prior to the replace battery alert. The customer¿s blood glucose level to 240 mg/dl. The customer was able to successfully clear the alarm. The customer reported that this was the second occurrence of replace battery alert without a low battery warning. The customer also received multiple power loss alarm when batteries are out of the insulin pump less than 10 minutes. The device will be returned for analysis.